Event description:
A very difficult time was encountered while removing the black trigger wire. It was eventually removed by stabilizing the sheath and the grey positioner and pulling really hard on the black trigger wire. The graft stayed where it was placed, and there were no other problems. End result was good. Pt's outcome is fine.

Manufacturer narrative:
Event eval: this event is still under investigation.